Event description:
Patient reported the infusion device display is defective and only partially readable. Patient reported the infusion device delivered 10 units of insulin instead of 17. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.